Event description:
Customer reported that the following occurred during a case of umcomplicated spontaneous labor. "Fetal heart tracing was normal up to the second stage of labor. During the second stage, the tracing developed a "w" pattern during each contraction, where an apparent initial drop in rate was interrupted by a rise just after the peak of contraction, which reverted to a drop near the end of the contraction. The staff and physician, recognizing the mid-contraction acceleration to be unusual, questioned whether it might be artifactual, so a scalp electrode was applied. This revealed consistent deep fhr decelerations during each contraction. In addition, they noted that the maternal heart rate accelerated during each contraction to the levels being recorded by the external monitor prior to the scalp clip placement. Their interpretation was that during the fetal heart rate deceleration, when the maternal rate exceeded the fetal, the monitor switched to displaying the maternal rate, and then switched back as the maternal rate went back down and the fetal rate came back up. She was delivered by emergency cesarian section, and a healthy newborn was obtained."

Manufacturer narrative:
The serial number of the device has been requested but not yet provided. Date of MFR could not be determined as no serial number was provided. Narrative: manufacturer met with hospital staff and risk manager on 01/26/2007. Hospital staff describe reliance on the ge healthcare's centricity perinatal quantitative sentinel (qs) 10-minute display view, not the fetal monitor paper, as being a contributing factor in "missing" some changes in the tracing, i.e., the switch to recording a maternal rate instead of the fetal rate. Clinical and technical representatives from ge healthcare reviewed the tracings from the incident and determined that the monitor functioned as designed. The monitor recorded rates that were consistent with either the fetus or the mother. It appears that the clinical staff relied on the current 10-minute display without reviewing history for any changes in the baseline and variability. Ge healthcare provides an explanation of the potential to monitor the maternal heart rate in the product labeling. A copy of the operator's manual (ch 13) and clinical application manual (ch 3) are attached. Ge healthcare clinical representative reviewed these features and product limitations with hospital staff present in the meeting.